Event description:
It was reported that the pt underwent surgery for the treatment of stress urinary incontinence, cystocele, and rectocele on (B)(6) 2007 and an obturator sling and pelvic floor repair mesh were implanted. The pt experienced pain and erosion of her internal bodily tissue post-operatively. No additional info was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: prolift pelvic floor repair. Tension free vaginal tape/obturator - product code 810081.